Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-jun-2009, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump. On (B)(6) 2020, it was reported that the patient's spinal column "got so much pressure" because they "picked up something" they were not supposed to "about a week after the implant in 2007". The patient reported that they "blew out the spinal column" and the fluid was in a bubble on their back about the size of their hand. The patient stated that they had to remove the catheter and let the patient heal for 3 months and they put the catheter back in a different area. According to the patient, their healthcare provider called it a "sudaminga seal".